Event description:
It was reported during the reduction process of a humerus fracture the clamps were used. While the surgeon was closing the clamp a piece from the tip of the clamp broke off.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.